Manufacturer narrative:
A service representative performed an onsite investigation. The failure could not be duplicated. The video connector, boards and power plug were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a splitting screen. The fe clarified that this was an intermittent occurrence on the live screen, causing the system to be unusable due to the loss of the live image. There is no report of injury or death associated with this event.